Event description:
It was reported that before an unknown procedure, a package with a break through hole on the packaging of the device was found during the labeling process. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.